Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using a tandem charging cable but a third-party wall adapter. The battery did not begin charging after leaving it plugged into a working outlet for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support agreed to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. If the pump battery depleted before the arrival of replacement supplies, the customer was advised to rely on injections. Upon follow up changing replacement charging supplies did not resolve the issue. Technical support resolved the issue by sending a replacement pump.